Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2023. It was reported by the parent that the pediatric patient's omni pod pump was not getting correct readings from dexcom, resulting in the omni pod pump not working as expected. As a result, the patient required unspecified treatment in the ed. It was not specified whether the patient experienced symptoms, injury, or what treatment was provided. According to the report, the parent declined to provide further details about the episode. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).